Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional and the monitor failed a pulse test.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the front response button was non-functional. The cause for the failure was missing covers causing the response buttons to be difficult to activate. Additionally, for an unrelated issue the monitor failed a pulse test. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the missing covers was excessive force. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional and the monitor failed a pulse test.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the front response button was non-functional. The cause for the failure was missing covers causing the response buttons to be difficult to activate. Additionally, for an unrelated issue the monitor failed a pulse test. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the missing covers was excessive force. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. No adverse event resulted from the damaged monitor.